Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted:(B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that after she had her last pump implanted about 2-3 years ago, she was "getting sick." She clarified to mean that she was throwing up frequently and couldn't get out of bed. Her doctor drained the medication from the pump and replaced it with saline. She noted that the doctor eventually "found out that the catheter was eroded and leaking." She also reported that for a month and a half the pump was sounding the non-critical alarm, then turned to the critical alarm every hour for the past month. She was directed back to her doctor to address her concerns. No further complications were reported.